Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported from an anonymous survey result that the percentage of patients that required reoperations from complications with use of preveleak when used to achieve hemostasis by mechanically sealing areas of leakage in peripheral vascular reconstruction procedures was 11-20%. The physician reported ¿helps achieve hemostasis, but not mandatory" (no further details). At the time of this report, no further detail was provided regarding if hospitalization was required, treatment for the event or the patient¿s outcome. No additional information is available.